Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had found that the button could not be pressed all the way down even though it was attempted to be pressed. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The event "the button could not be pressed all the way down even though it was attempted to be pressed" was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.